Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered a correction factor value of 1u:135mg/dl rather than the intended value of 1u:35mg/dl. Customer's blood glucose level was 337 mg/dl. Tandem technical support assisted customer in adjusting correction factor and carbohydrate factor to the proper values, and insulin therapy resumed.